Event description:
The customer reported via phone call that he did a set change and saw some blood at site. Yesterday the customer's blood glucose went to the 400 mg/dl range throughout the night. Customer changed the set this morning. Customer stated that he had had high blood glucose on 2 out of the last 3 set changes. Customer's blood glucose was 371 mg/dl at the time of the incident. Customer's current blood glucose was 319 mg/dl. Customer reported that his basal rates were programmed correctly. Customer was advised to change the entire set and to call back when he receives a tubing clamp to perform the high pressure test. Customer mentioned that he has only been on the pump for a month and is using the stomach area for the sites. Customer was advised to speak with a health care professional and check for scar tissue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.